Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jun/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis results: visual analysis of the returned device identified: one linear opening on the posterior side, yellow and white particles in inner surface, crease/folds on implant, and wear abrasion. A leak test was performed which identified one opening on the device. Microscopic analysis was performed which identified one linear opening in posterior side- displayed as a smooth edge opening consistent with the location in a crease, event is cataloged as fold flaw opening. A fill inspection was performed and found no blockage in valve. Based on the device analysis the final assessment is: -one-fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue trophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. The device has been explanted.